Event description:
On (B)(6) 2014 the lay user/patient in USA contacted lifescan to report the one touch verio iq meter was displaying the battery indicator symbol. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported.